Event description:
A pt reported blood glucise results of "167 mg/dl and 98 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.